Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03626 for the other associated device info. It was reported to boston scientific corp that a rx needle knife sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2009. According to the complainant, the surgeon was trying to use the needle knife during the procedure and he noticed that the needle was not protruding at the tip. The procedure was completed with another rx needle knife sphincterotome. Add'l info was provided on july 06, 2009 indicating that when carrying out the sphincterotomy to drain a pancreatic pseudo cyst, the needle knife used melted at the proximal end. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B) (4) - needle not protruding. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device mfg dates are unk. A visual examination of the returned device found that the working length was twisted and bent. A functional evaluation found that the needle would not extend out of the catheter and it felt that the needle extension was obstructed at the distal tip. The twisted and bent length contributed to the needle not extending. The cutting lumen at the distal tip appeared to be melted which hindered the needle from extending out of the tip. The blocked/melted distal tip was cut and removed and the distal end of the needle appeared blackened and burnt. The condition of the returned unit was consistent with the complaint incident that the needle would not extend (protrude) at the tip. The most probable root cause cannot be determined. (B) (4).